Event description:
Complaint #(B)(4).

Manufacturer narrative:
Iit was reported that leakage was occurred at 3 way stopcock during cpb. There was not any blood leakage through it. Customer did not change the product, and completed the treatment by using the product till end of the surgery. No harm to patient was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2023-05-26. Visual control was performed and there could not be found any damage on the product. During the leakage test, a leakage was detected on connection between 00307#konn. Ll männl. 4,5 and #3-way-stop-cock at 0.2 bar. After the cap was screwed, there was not any leakage occurred neither at 0.2 bar nor at 2.7 bar. Based on the investigation results, the failure could be confirmed. The production history record (DHR) of the affected bo-hqv 34601 with lot# 3000263258 was reviewed on 2023-04-06. According to the DHR result, the product bo-hqv 34601 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Related connection was assembled by operators according to the getinge basic operation procedure. Since the leakage was occurred on one side of the #3-way-stop-cock at connection point and leakage was not occurred after tightened the connection, the most probable root cause has been found as connection failure due to lack of attention of production employee. Production employees were informed about this complaint to increase awareness 2023-05-26. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that leakage was occurred at 3 way stopcock during cpb. There was no blood leakage through it. Customer did not change the product, and completed the treatment by using the product till end of the surgery. No harm to patient was reported. Trackwise #: (B)(4).